Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on properly) has been confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board sn (B)(4). The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on properly.